Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon and a 4mmx40mmx146cm coyote balloon were selected for use. During the procedure, at first inflation, it was noted that each balloon ruptured at nominal pressure. The balloons were removed without problem from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mmx2.0cmx90cm peripheral cutting balloon and a 4mmx40mmx146cm coyote balloon were selected for use. During the procedure, at first inflation, it was noted that each balloon ruptured at nominal pressure. The balloons were removed without problem from the patient's body and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied and device was inflated to its rated burst pressure. The inflation device was verified with a calibrated pressure gauge. The device was again inflated to its rpb and was held for 30 seconds without any drop-in pressure. The balloon was deflated without issue and the inflation device was verified using the using the calibrated pressure gauge. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination no issues. No other issues were identified during the product analysis.